Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient woke up to the alert sounding on the cgm that was displaying 71 mg/dl. The patient stated they felt very sick and could not move. The patient was also very nauseous, lethargic, blurry and stated that it was hard to pay attention. The patient's husband got the blood glucose (bg) meter and took a finger stick that measured 41 mg/dl. The patient's husband then got 2 glucose shot drinks for the patient but the patient stated it was very hard for her to drink and felt like her jaw was locked. After drinking the 2 drinks, the patient felt better. At the time of contact, the patient was doing well but had a minor headache. No additional patient or event information is available. Data was provided for evaluation. A review of the data did not confirm the reported event of inaccuracies. A root cause could not be determined.